Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump communicated properly with the test glucose simulator and no weak signal alarm was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a motor error alarm during basal and a weak signal alarm. Customer's current blood glucose reading is 160 mg/dl. No further information reported.